Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2018 via physician notification letter. Additional manufacturer narrative and/or corrected data, corrected data: initial report inadvertently did not include the statement indicating what notification remedial action was taken.

Event description:
Information was received from the physician's office confirming that the patient has not had any issues with the delivery of vns therapy. This further indicates that the high impedance identified is not impacting the generator's ability to deliver therapy. No additional relevant information has been received to date.

Event description:
During a periodic review of internal programming history data, it was identified that the patient had an event of high impedance. Approximately 4 months later, system diagnostics resulted in ok impedance. To date no information has been received indicating that there is a suspected lead malfunction. Design history records were reviewed for the generator. The generator passed all specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.